Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, (B)(6) hospital, (B)(6) 2018. It was reported that the drill bit wouldn¿t stay in the flexible drill shaft, resulting in the drill bit falling out mid way through drilling. Another drill bit and solid drill shaft was used. No ae to patient, no delay in surgery. Patient ID: (B)(6). Male.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.